Manufacturer narrative:
(B)(4). We are currently endeavouring to obtain more information from the customer with regard to the complaint device. We will provide a follow-up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported that an mr290 vented autofeed humidification chamber began leaking "immediately" after use. The hospital further reported that there was a crack on the side of the chamber. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported that an mr290 vented autofeed humidification chamber began leaking "immediately" after use. The hospital further reported that there was a crack on the side of the chamber. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the returned complaint chamber was visually inspected. Results: the visual inspection revealed a crack from the cleft of the front baffle and extending almost to the base of the chamber dome. A lot check revealed no complaints of this nature for this lot number. Conclusion: every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected. This suggests that the chamber was damaged post production, possibly during transport or storage at the customer facility. The device user instructions state the following: "do not use the chamber if the seals are not intact when received, or if it has been dropped". "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient". (B)(4).